Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was confirmed that the ebb and controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 4 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). The backup battery fault alarm was active from the beginning of the log file due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first did not pass, so the loaded and unloaded voltages cannot be measured. The alarm resolved on (B)(6) 2025 at 15:16:53 after a load test was performed and passed. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The provided information stated that the alarm self-resolved. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 11jul2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault that self-resolved. Log files were sent for review. The log file confirmed the ebb faults beginning on (B)(6) 2025. The fault resolved with a system controller self-test. Since the alarm resolved with a controller self-test, no further action was needed. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. A warranty replacement was requested for the controller and ebb, indicating that the controller was exchanged.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 4 days ((B)(6) 2025 per time stamp). The backup battery fault alarm was active from the beginning of the log file due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first did not pass, so the loaded and unloaded voltages cannot be measured. The alarm resolved on (B)(6) 2025 at 15:16:53 after a load test was performed and passed. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the alarm self-resolved. Additional information provided stated that both the controller and backup battery were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the return of the product; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 11jul2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.